Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers number gd896696 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). The patient was discharged from the hospital after five days. The outcome of the peritonitis event was not reported. On the same day as the onset, the pd catheter was removed and pd therapy was discontinued. On an unreported date, the patient was started on hemodialysis. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as (B)(4).